Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu), printed circuit board (pcb). The unit passed extended self-testing. (B)(4).

Event description:
The user facility reported that during patient set up, an 840 ventilator had a loss of communication error. There was no patient involvement reported.